Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, failure to cross the lesion occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.25x30mm concentric and de novo target lesion being treated was located in the moderately calcified and mildly tortuous left circumflex artery (lcx). The 2.25x32mm taxus liberte stent delivery system was advanced however failed to cross the lesion. No patient complications were reported and the patient's status is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: returned product consisted of a taxus liberte stent delivery system (sds) and stent with blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple stent struts stretched and bent throughout the length of the stent. The distal tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).